Event description:
It was reported that while the patient was asleep, the transfer set and titanium adapter disconnected causing the patient to have a break in aseptic technique, further described as the patient reconnecting the transfer set to the titanium adapter without changing the set. This occurred during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, and acquired bacterial peritonitis manifested by abdominal pain. It was not reported if the patient was hospitalized for this event. On the day of the onset of peritonitis, the patient started treatment with cipro (po, 750mg daily) and an unspecified antibiotic (ip, daily, dose unknown). The patient continued the treatment for ten days. After ten days, the patient started treatment with vancomycin (ip, every five days, dose unknown). Two weeks later, the vancomycin therapy was discontinued. Later that month, the patient recovered from peritonitis. On an unreported date, the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available. This report is 3 of 3 for this event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a follow up medwatch will be submitted.